Event description:
It was reported that the patient presented to clinic for a routine follow-up visit with noise on the right ventricular lead. The patient was asymptomatic. It was noted the impedances on the lead had risen from 390 ohms at the device change out to 890 ohms. The parameter on the lead was reprogrammed and the issue has been resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.